Event description:
Customer reported an issue of high blood glucose levels with the value displayed as "high" on the meter. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. To address the situation, the customer took a corrective action by administering a correction injection via multiple daily injections (mdi). Technical support instructed the customer to inspect the infusion site and tubing, confirm insulin storage and usage, and provided guidance on site rotation and cartridge preparation. Replacement supplies were sent due to the customer running out of infusion sets, and a plan was established to ensure proper equipment use and follow-ups if necessary.